Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 17oct2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was double-clicking even after replacing the micro switches in the latch. A field service engineer replaced the harness cable to resolve this issue. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient there were no adverse events or injuries reported based on this event.